Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components leaked after it was placed though the vagina. The balloon was filled with 350ml of saline to stop the bleeding from uterine atony. The balloon did not come into contact with any metal tools and was tested prior to use. Another device of the same type was used and successfully stopped the bleeding. Prior to the device failure, the estimated blood loss was 370ml. After the device failure, the estimated blood loss was 730ml. The total estimated blood loss was 1100ml. A blood transfusion of 500cc was given. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: as reported, a cook bakri postpartum balloon with rapid instillation components leaked after it was placed though the vagina. The balloon was filled with 350ml of saline to stop the bleeding from uterine atony. The balloon did not come into contact with any metal tools and was tested prior to use. Another device of the same type was used and successfully stopped the bleeding. Prior to the device failure, the estimated blood loss was 370ml. After the device failure, the estimated blood loss was 730ml. The total estimated blood loss was 1100ml. A blood transfusion of 500cc was given. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. A visual inspection observed that the balloon material has tool marks and a pinhole leak. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified two other complaints associated with the reported device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the returned device appeared to be damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.